Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a device history review, review of lot data, a search for similar complaints, and a review of labeling. Return material was not available. The device history review did not identify any non-conformances or deviations. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits and no unusual reagent lot performance was identified. No adverse trend was identified for the customer's issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency was identified for the architect stat troponin-I reagent list number 02k41, lot number 89150un18 , was identified. Device evaluated by MFR: an evaluation is in-process.

Event description:
The customer indicated that a falsely elevated architect stat troponin-I result was generated. The customer provided the following data: sid (B)(6). On (B)(6) 2019: initial <0.010 (negative); (B)(6) 2019: retested: 0.072 (positive), repeated <0.010 (negative); (B)(6) 2019: retested <0.010 (negative). There has been no adverse impact to patient management reported.